Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient with bilateral inferior infiltrates under the flap. The infiltrates were consistent with likely staph exotoxin reaction/sterile infiltrate. The steroid/antibiotic combination drop dosage was increased and slow taper was advised. The patient did not have any complaints. Anterior chamber was deep and quiet. The reporter indicated issue was resolved post operatively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).